Event description:
It was reported that, "fracture of the drill bit while drill was being used to make peg holes through the femoral sizer."

Manufacturer narrative:
The results of the investigation indicate the device fractured under torsion, and a significant bending load. Past reported events indicated that the insertion/ extraction angle may have been excessive, resulting in a bending load which may have cause fracture. Ecn 11371 was initiated in october 2007 to alter the heat treat cycle from h900 to h1050 to improve the material properties of the device.